Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not available for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision of knee component due to infection. This event occurred outside of the us, in (B)(6), and was discovered through post market surveillance activities.